Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision. This device was placed to sub muscular from subcutaneous. The reason was due to patient discomfort. This device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision due to patient discomfort. The plan was to move the device from subcutaneous to sub muscular; however, a more appropriate pocket was made instead. This device remains in service. No additional adverse patient effects were reported.